Event description:
It was reported that the 9800 system had popping sounds coming from the tube during fluoro. The image quality was impaired, but there were no issues with the case.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep regreased the candle sticks. The system functions as intended.